Event description:
Procedure type: unk. According to the reporter: the tip of the tube was broken when doctor used it. Pt involved without injury. Operating time was not extended longer than 30 minutes, the catheter did not break from pinch point syndrome on the pt, the catheter broke while inserting into the pt, there was no tissue damage.

Manufacturer narrative:
(B)(4).